Event description:
Information received indicates the head hi/low function of the bed will not stay up.

Manufacturer narrative:
The technician found the head hi/low up and down valve seats were not sealing. The technician replaced the valves, hydraulic reservoir and hydraulic fluid to repair the bed.